Manufacturer narrative:
Vyaire complaint #: (B)(6). Other - at this time, vyaire has not received the suspect device/component for evaluation. The customer has reported that they are cancelling their request for a replacement component, indicating that they were able to resolve the reported issue through service calibrations. No components are expected to be returned so no manufacturer evaluation can be completed. If a suspect component or the device does become available for evaluation, a supplemental report will be submitted once the evaluation has been completed.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.